Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the implant of the patient, the pump was prepped normally and the epc controller was checked for appropriate factory settings (6,000 rpms). The surgeon was preparing to decrease bypass and initiate the pump. The hmii was hooked up to prepare for initiation but started immediately. No buttons were pressed on the controller and the rate was 6,000 rpms. The pump was stopped by the vad coordinator by pressing and holding the "pump stop" button on the system monitor screen. It was confirmed that the pump was fully stopped. The pump alarmed "low speed advisory" and when the alarm silence button was pressed on the system monitor, the pump restarted again. The territory manager instructed that the pump be stopped by disconnecting both cables. An attempt was made to reconnect the pump to prepare for initiation and it restarted automatically, again and started alarming "low speed operation" despite the fact the extended alarm was active. The system controller in question was switched out for a new sterile system controller and this was done successfully. The pump was restarted properly and there were no further alarms or issues.